Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up visit, the capture had increased and the sensing had decreased. During lead revision, the rv lead was partially capped and a new sense/pace lead was implanted. The defib portion of the lead remains active.